Event description:
Dealer is stating that the unit is getting high pressure 1 red, 2 green. Dealer is stating that the tubing is full of nicotine. Unit is not under warranty. No other information provided. Serial number is not valid.